Event description:
Caller reported a malfunction on the pump, and there were no notable events preceding the malfunction. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Customer service provided information to reset the pump and assisted with the reset, which resolved the issue as the malfunction did not recur. Customer continued using the pump and was advised to contact support if the malfunction reappeared.